Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator door was stuck. The collimator door was adjusted and the slides and spindles were greased. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported the system was having issues booting in standalone mode. The system was rebooted more than three times and the dongle, the key, and the emergency stop were all checked. The system would show all green bars, and then an error would appear stating connection failed standalone mode, and then another error would show stating collimation error. The use of medtronic imaging was aborted, and c-arm was used to finish the procedure. This issue occurred intraoperatively and caused a 30-minute surgical delay. There was no reported impact on patient outcome.